Event description:
As reported, during a case of an edwards 23mm sapien 3 ultra valve, on aortic position by transfemoral approach. Pre-dilation was performed with a 23mm edwards pre-dilation balloon over a guide wire. When advancing the delivery system over the guide wire through the ascending aorta, the patient was displaying severe hypotension. In rapid sequence, the 29mm sapien valve was successfully deployed. The post-deployment root angiogram showed favorable positioning and valve performance, and no damage to the aortic root. However, hypotension persisted, and resuscitation was initiated. Surface echocardiography was performed and pericardial tamponade was noted. The tamponade was drained, the patient was transfused. The patients hemodynamics stabilized and was taken to the operating room for a thoracotomy procedure to visualization and repair a left ventricular perforation. Per the medical opinion, the most likely cause is a wire perforation from the wire.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), cardiac perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the wire perforation from the guide wire caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the clinical specialist response, no ew devices were inside the patient when the perforation occurred. As there is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edward device. This event does not meet the definition criteria of a complaint and is no longer considered to be a reportable event and a corrected report is being submitted